Event description:
It was reported that patient complained of knee pain in posterior lateral compartment initially, then complained of pain moving anterior medical compartment. A small piece of the poly was found in the anterior medial compartment during revision. Surgeon replaced insert along with femoral component due to possible loosening.

Manufacturer narrative:
An event regarding a fracture involving a triathlon insert component was reported. The event was not confirmed. Device evaluation not performed as no product was returned. Medical evaluation not performed as no medical data was received. Device history review. There have been no reported relevant discrepancies for the referenced lot. Complaint history review. There have been no other similar events for the referenced lot. It is reported that a piece of the poly was found in the anterior medial compartment of the knee. It is assumed that the term poly refers to the reported insert. The exact cause of the reported loose piece of poly could not be determined with the limited information provided. No further investigation for this event is possible at this time.

Event description:
It was reported that patient complained of knee pain in posterior lateral compartment initially, then complained of pain moving anterior medical compartment. A small piece of the poly was found in the anterior medial compartment during revision. Surgeon replaced insert along with femoral component due to possible loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.